Event description:
It was reported that the patient was unresponsive following a refill. This happened twice to the same patient. See manufacturer¿s report # 3004209178-2012-00970 for the second time the patient was unresponsive following a refill. Additional information has been requested, but was not available as of the date of this report. The drug in the pump was baclofen.

Manufacturer narrative:
Product ID: 8709sc serial# (B)(4), implanted: 2009 (B)(6), product type catheter. (B)(4).

Event description:
It was further reported that the patient¿s family reported respiratory distress initially after a refill. Though after the patient was hospitalized, the patient¿s physician called and reported it was a pulmonary infection unrelated to the pump refill. In addition, the physician reported the patient was septic and this had nothing to do with the pump. This was inadvertently blamed on the pump.